Manufacturer narrative:
The footswitch was received at the MFR for testing. An eval will be conducted, and a f/u report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that any handpiece connected to this footswitch continued to run on its own after the foot was taken off the pedal during a surgical procedure. A backup footswitch was used to complete the procedure. There were no adverse consequences reported as a result of this event.